Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a fill anomaly with the plunger of the reservoir. The customer's blood glucose level was 429 mg/dl at the time of incident, but was 147 mg/dl at the time of call. The customer completed troubleshooting and found 3 air bubbles in the tubing. It was reported that the customer did not have insulin at room temperature and used cold insulin. The customer was unable to get rid of the air bubbles and was advised to change the entire set and reservoir. Nothing was replaced or returned.